Event description:
It was observed that during the device evaluation, the flex video scope nozzle was pierced, adhesive was kinked, with tear and scrape marks. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that during the device evaluation, the flex video scope nozzle was pierced, adhesive was kinked, with tear and scrape marks. Upon reassessment of the subject device, it was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.